Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was something wrong with the patient¿s body and it was indicated that there was a problem with her implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the impedances were tested and reprogramming was done on (B)(6) 2013. It was reported that the patient had "moderate" dementia and was not utilizing the device properly. It was reported that there were no malfunctions seen. The patient was reprogrammed and re-educated on (B)(6) 2013. It was unknown how the patient was doing.